Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The inner screw of 2 kompressor's screws stripped from the kompressor driver and trailing screw head in-situ. This left the inner screw detached in -situ and the trailing screw on the driver head. When stripped it took some of the proximal piece of the inner screw threads thus making it difficult to remove the inner screw using the extractor driver as no threads were available to grab on to. The surgeon was able to use the trailing head of head of one of the screws and re attach to the inner screw. The rptr also stated no harm to the pt.